Event description:
Procedure type: lap chole. According to the reporter: there was an incomplete closure of the clips applied to the cholecyst hylo. Also there was byliar leakage from the cystic duct following the dislocation of the clips on the cystic arteriae during the attempt to apply other clips to the cystic duct, with subsequent bleeding. The doctor converted to a laparotomic procedure and bound the cystic arteriae stump using a double snare of the cystic duct stump. The case was extended by more than 30 minutes and it was notified that the pt hospitalization was extended.

Manufacturer narrative:
(B)(4).